Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. Patient weight is (B)(6). Case description continued: thus, a 3.5x26 rx graftmaster covered stent was implanted, sealing the perforation, with no device issues and without any clinically significant delay. Vasospasm distal to the stent caused very slow distal flow, but as expected, the vessel likely closed off. Follow-up echocardiography showed no further extravasation and the patient hemodynamically stabilized, thus, no treatment was required for the vasospasm. The patient was returned to the critical care unit (ccu) in critical condition. Reportedly, the anticoagulants contributed to active gastrointestinal bleeding; renal function and hemodynamics deteriorated in the face of increasing support. A decision was made on (B)(6) 2016 to withdraw support and the patient reportedly expired peacefully due to multi-system organ failure. In the opinion of the physician, the graftmaster device did not cause or contribute to patient death in any way. No additional information was provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of death, hypotension and perforation are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Additionally, it should be noted the instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. It does not appear that the off label use of the device caused or contributed to the reported patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with unstable angina and an st elevated myocardial infarction. On (B)(6) 2016, pre-procedure angiography showed a 95% stenosed lesion in the ostial 1st obtuse marginal (om1) , and 100% thrombotic occlusion after om1 and anastamosis (from a saphenous vein graft (svg) to this distal vessel. With an unspecified 6fr guiding catheter in place, an unspecified guide wire was advanced to the om1 coronary artery and angioplasty was performing using an unspecified 2.0x15 balloon. The guide wire was then further advanced through the thrombotic occlusion to the 3rd obtuse marginal vessel (om3). Successful thrombectomy with a non-abbott thrombectomy device was then performed at the thrombotic occlusion at the vein graft and flow was established. A 4.0x23 rx xience alpine stent was then deployed in body of the svg to the om3 with no device issues noted, followed by deployment of a 4.0x18 xience alpine stent at the origin. A follow-up angiogram then showed extravasation of dye out laterally extending away from the om3, consistent with a partial rupture (perforation) in the vein graft (where the 4.0x23 xience alpine was deployed). The patient experienced significant hypotension and rescue measures in the cath lab with extensive hemodynamic and respiratory support were required, with patient already in critical condition and health declining toward death.